Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm 4 days after flying in an airplane. The customer's blood glucose (bg) level was 300 mg/dl. The customer cleared the alarm and administered a correction bolus to address the bg level.